Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in line. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because, lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was use error; the patient connected before priming was complete. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line during initial drain; patient connected. Per the complaint information, the patient did not prime completely. This complaint was not confirmed in the lab due to a lack of sample. From the complaint information, the root cause of the air in tubing is user error - the patient connected before priming was complete. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services requesting assistance with reprime on the homechoice (hc) machine. The hp stated the patient line did not prime and there was air in the line. The technical service representative (tsr) assisted with troubleshooting. The hp stated he connected and was in the initial drain. The tsr assisted the hp to end therapy and advised the hp to reset up with new supplies to avoid infection from air in his line. There was no patient injury or medical intervention reported.